Manufacturer narrative:
No conclusion code available. Extended charge time was noted in the device printouts and was due to exposure to cold temperature. (B)(4).

Event description:
It was reported that long charge time was observed on the device. Device was explanted. No further information.